Event description:
It was reported the pt presented to his physician with chills and pain at the ipg pocket site. The physician noted drainage at the ipg pocket site and placed the pt on antibiotics. Further follow-up indicated the drainage from the battery site is completely resolved and the incisions are well-healed. The pt will continue to be on antibiotics for six weeks.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.